Manufacturer narrative:
Device not yet received for evaluation. A follow up report will be submitted following the completion of the device evaluation.

Event description:
Baxter (B)(4) reports four broken fibers noted after two reuses of the dialyzer at the onset of the pt treatment. No pt injury or medical intervention is associated with this report.